Manufacturer narrative:
It was reported that the surgeon utilized plugs in the eye to treat the dry eye condition. It was also clarified that ¿métamorphosis second degré mer¿ refers to epiretinal membrane. Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 20.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2016. Post-operatively, the patient complains of double vision (metamorphose - mer) even after the usage of eye drops (restasis and systane balance) prescribed by the doctor. Pre-operative visual acuity in the left eye was 20/40 and post-operatively it was 20/25. Furthermore, it was reported that the patient has astigmatism and had lasik surgery in the past. No additional information was provided. This MDR is to record the lens implanted in the patient's left eye. A separate report will be filed for the lens implanted in the patient's right eye.